Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of salpingitis ("infection in fallopian tubes"), genital injury ("mutilation of fallopian tubes"), device breakage ("she still has remnants of device embedded in her uterine horns"), embedded device ("she still has remnants of device embedded in her uterine horns") and anaemia ("chronic anemia") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menstrual periods began to be continuous, then shortened up to 15 days with hemorrhages"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital injury (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), anaemia (seriousness criterion medically significant), candida infection ("candidiasis"), ovarian cyst ("two cysts on ovaries") with adnexa uteri pain, fatigue ("continuous tiredness"), asthenia ("they cannot move due to the hemorrhage"), ovarian disorder ("damage in ovaries"), pelvic pain ("pelvic pain"), gastritis ("stomach inflammation") and headache ("strong headaches"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the salpingitis, genital injury, candida infection, ovarian cyst, menorrhagia, fatigue, asthenia, ovarian disorder, pelvic pain, gastritis and headache outcome was unknown and the device breakage, embedded device and anaemia had not resolved. The reporter considered anaemia, asthenia, candida infection, device breakage, embedded device, fatigue, gastritis, genital injury, headache, menorrhagia, ovarian cyst, ovarian disorder, pelvic pain and salpingitis to be related to essure. The reporter commented: this case has been published in spanish digital press which mentioned the following by the female patient: "the affected denounce that social security does not inform regularly about the risks of essure before implanting it". In spain there is a procedure, but it is applied irregularly. The patient was told that essure was of 100% titanium, a metal that the body rarely rejects. The reporter commented she was presenting many symptoms but they all coincide with events such as stomach inflammation, pelvic pain and tiredness. The patient also mentioned menstrual hemorrhage for 15 days without leaving the chair because she cannot move, which can lead to a chronic anemia (symptom that the patient is presenting). An echography was performed and hormonal test but the result was perfect, she mentioned that by patient request, the physicians remove essure, they do not want to take any risk. After several medical appointments, she achieved that essure removal was determined on the clinical judgment. Now she is on waiting list for essure removal. The patient commented in another lay press report that she was one of the first women whom essure was removed, which implies a "mutilation" of fallopian tubes. It was informed she will require another surgery in order to completely remove essure, as she still has remnants of device embedded in her uterine horns. The next step will be uterus extirpation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: normal. On unknown date: hormonal test: normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 14-aug-2017 for the following meddra preferred terms: salpingitis: the analysis in the global safety database revealed 60 cases. Genital injury: the analysis in the global safety database revealed 11 cases. Device breakage: the analysis in the global safety database revealed 1677 cases. Embedded device: the analysis in the global safety database revealed 360 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-aug-2017: new information from consumer via laypress: essure removal and new events ("mutilation of fallopian tubes" and "she still has remnants of device embedded in her uterine horns") were reported. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of salpingitis ("infection in fallopian tubes"), genital injury ("mutilation of fallopian tubes"), device breakage ("remnants of essure on uterine horns were observed"), embedded device ("she still has remnants of device embedded in her uterine horns"), anaemia ("chronic anemia") and complication of device removal ("she still has remnants of device embedded in her uterine horns") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menstrual periods began to be continuous, then shortened up to 15 days with hemorrhages"). In 2013, the patient experienced menstrual disorder ("menstrual alterations"). In 2014, the patient experienced hormone level abnormal ("hormonal disturbance"). In (B)(6) 2015, the patient experienced dyspepsia ("digestive problems"). In 2016, the patient experienced discomfort ("discomfort") and swelling ("swelling"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital injury (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), anaemia (seriousness criterion medically significant), complication of device removal (seriousness criterion medically significant), candida infection ("candidiasis"), ovarian cyst ("two cysts on ovaries") with adnexa uteri pain, fatigue ("continuous tiredness"), asthenia ("they cannot move due to the hemorrhage"), ovarian disorder ("damage in ovaries"), pelvic pain ("pelvic pain"), gastritis ("stomach inflammation"), headache ("strong headaches"), urticaria ("hives in all the body"), adverse reaction ("essure has caused unspecified damages"), depression ("depression") with depressed mood, musculoskeletal discomfort ("discomfort on joints"), uterine leiomyoma ("two fibroids"), infection ("infections"), pain ("pain in the whole body") and ill-defined disorder(" illness") . The patient was treated with surgery (essure removal) and patient is on waiting list for uterus extirpation and removal of essure remnants. Essure was removed. At the time of the report, the salpingitis, genital injury, device breakage, candida infection, ovarian cyst, menorrhagia, fatigue, asthenia, ovarian disorder, pelvic pain, gastritis, headache, urticaria, adverse reaction, depression, menstrual disorder, hormone level abnormal, dyspepsia, uterine leiomyoma, discomfort, swelling, infection and pain outcome was unknown and the embedded device, anaemia and complication of device removal had not resolved. Event ill-defined disorder outcome was unknown. The reporter considered adverse reaction, anaemia, asthenia, candida infection, complication of device removal, depression, device breakage, discomfort, dyspepsia, embedded device, fatigue, gastritis, genital injury, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, musculoskeletal discomfort, ovarian cyst, ovarian disorder, pain, pelvic pain, salpingitis, swelling and urticaria to be related to essure. The reporter provided no causality assessment for uterine leiomyoma with essure. Provided no causality for ill-defined disorder. The reporter commented: this case has been published in (B)(6) digital press which mentioned the following by the female patient: "the affected denounce that social security does not inform regularly about the risks of essure before implanting it". In (B)(6) there is a procedure, but it is applied irregularly. The patient was told that essure was of 100% titanium, a metal that the body rarely rejects. The reporter commented she was presenting many symptoms but they all coincide with events such as stomach inflammation, pelvic pain and tiredness. The patient also mentioned menstrual hemorrhage for 15 days without leaving the chair because she cannot move, which can lead to a chronic anemia (symptom that the patient is presenting). An echography was performed and hormonal test but the result was perfect, she mentioned that by patient request, the physicians remove essure, they do not want to take any risk. After several medical appointments, she achieved that essure removal was determined on the clinical judgment. Now she is on waiting list for essure removal. The patient commented in another lay press report that she was one of the first women whom essure was removed, which implies a "mutilation" of fallopian tubes. It was informed she will require another surgery in order to completely remove essure, as she still has remnants of device embedded in her uterine horns. The next step will be uterus extirpation. Incomplete removal of essure on (B)(6) 2015. On (B)(6) 2015 she looked for medical advice as she was not fine, as she had a lot of digestive problems. She was informed that everything was correct and that she did not have essure remnants, and that the cause could be two fibroids. Along 2016 she continued experiencing discomfort, swelling and infections, for which another ultrasounds scan was performed, in which remnants of essure on uterine horns were observed. Patient is on waiting list for uterus extirpation and finally get rid of essure remnants. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2014: infection on one fallopian tube; on an unknown date: normal on unknown date: hormonal test: normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-jan-2018 for the following meddra preferred terms: salpingitis. The analysis in the global safety database revealed 86 cases. Genital injury. The analysis in the global safety database revealed 16 cases. Device breakage: the analysis in the global safety database revealed 2144 cases. Embedded device. The analysis in the global safety database revealed 447 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 22-jan-2018: information published on "(B)(6)". Women had to pain and illnesses and they request a protocol for the removal. Event illnesses added since pain was already reported. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a non-health professional and describes the occurrence of salpingitis ("infection in fallopian tubes"), embedded device ("she still has remnants of device embedded in her uterine horns"), device breakage ("remnants of essure on uterine horns were observed"), anaemia ("chronic anemia") and kidney infection ("kidney infections") in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menstrual disorder ("menstrual alterations") and urticaria ("on the day after essure insertion her legs were full of welts / hives in all the body"). In (B)(6) 2013, the patient experienced menorrhagia ("menstrual periods began to be continuous, then shortened up to 15 days with hemorrhages"). In 2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and hormone level abnormal ("hormonal disturbance"). In (B)(6) 2015, the patient experienced dyspepsia ("digestive problems"). In 2016, the patient experienced discomfort ("discomfort") and swelling ("swelling"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), anaemia (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("sexual intercourse was impossible as pain was immense"), headache ("strong headaches"), pruritus ("itching"), complication of device removal ("she still has remnants of device embedded in her uterine horns"), candida infection ("candidiasis"), fungal infection ("fungi"), ovarian cyst ("two cysts on ovaries") with adnexa uteri pain, ovarian disorder ("damage in ovaries"), uterine leiomyoma ("two fibroids"), fatigue ("continuous tiredness"), asthenia ("they cannot move due to the hemorrhage"), gastritis ("stomach inflammation"), depression ("depression") with depressed mood, musculoskeletal discomfort ("discomfort on joints"), infection ("infections"), pain ("pain in the whole body"), malaise ("illnesses"), cystitis ("cystitis"), alopecia ("hair loss") and adverse reaction ("essure has caused unspecified damages"). The patient was treated with surgery (essure removal/ fallopian tubes were removed) and surgery (pending hysterectomy to remove essure remnants). Essure was removed in 2015. At the time of the report, the salpingitis, kidney infection, menorrhagia, menstrual disorder, pelvic pain, dyspareunia, headache, urticaria, pruritus, candida infection, fungal infection, ovarian cyst, ovarian disorder, uterine leiomyoma, hormone level abnormal, fatigue, asthenia, gastritis, depression, dyspepsia, discomfort, swelling, infection, pain, malaise, cystitis, alopecia and adverse reaction outcome was unknown and the embedded device, device breakage, anaemia and complication of device removal had not resolved. The reporter provided no causality assessment for alopecia, cystitis, dyspareunia, fungal infection, kidney infection, malaise, pruritus and uterine leiomyoma with essure. The reporter considered adverse reaction, anaemia, asthenia, candida infection, complication of device removal, depression, device breakage, discomfort, dyspepsia, embedded device, fatigue, gastritis, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, musculoskeletal discomfort, ovarian cyst, ovarian disorder, pain, pelvic pain, salpingitis, swelling and urticaria to be related to essure. The reporter commented: this case has been published in spanish digital press which mentioned the following by the female patient: "the affected denounce that social security does not inform regularly about the risks of essure before implanting it". In spain there is a procedure, but it is applied irregularly. The patient was told that essure was of 100% titanium, a metal that the body rarely rejects. The reporter commented she was presenting many symptoms but they all coincide with events such as stomach inflammation, pelvic pain and tiredness. The patient also mentioned menstrual hemorrhage for 15 days without leaving the chair because she cannot move, which can lead to a chronic anemia (symptom that the patient is presenting). An echography was performed and hormonal test but the result was perfect, she mentioned that by patient request, the physicians remove essure, they do not want to take any risk. After several medical appointments, she achieved that essure removal was determined on the clinical judgment. Now she is on waiting list for essure removal. The patient commented in another lay press report that she was one of the first women from whom essure was removed, which implies a "mutilation" of fallopian tubes. It was informed she will require another surgery in order to completely remove essure, as she still has remnants of device embedded in her uterine horns. The next step will be uterus extirpation. Incomplete removal of essure on (B)(6) 2015. On (B)(6) 2015 she looked for medical advice as she was not fine, as she had a lot of digestive problems. She was informed that everything was correct and that she did not have essure remnants, and that the cause could be two fibroids. Along 2016 she continued experiencing discomfort, swelling and infections, for which another ultrasounds scan was performed, in which remnants of essure on uterine horns were observed. Patient is on waiting list for uterus extirpation and finally get rid of essure remnants. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2014: infection on one fallopian tube; on an unknown date: normal on unknown date: hormonal test: normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts (excluding this case): salpingitis: 135 cases were identified. Embedded device: 728 cases were identified. Device breakage: 2676 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-jul-2018: report from lay press published on amecopress. Patient commented that on the day after essure insertion she presented a reaction as her legs were full of welts (added as event), and with time other symptoms appeared: kidney infections, cystitis, itching, fungi, hair loss (all added as event). Patient refers that sexual intercourse was impossible as pain was immense (added as event). Patient underwent a first surgery in which her fallopian tubes were removed, however a second one is still pending in order to remove her uterus as some embedded remnant has been found there. Event "mutilation of fallopian tubes" removed, since clarified as the salpingectomy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of salpingitis ("infection in fallopian tubes / in one fallopian tube"), iron deficiency anaemia ("menstrual hemorrhage for 15 days leading to chronic anemia"), kidney infection ("kidney infections"), allergy to metals ("allergy to nickel") and autoimmune disorder ("autoimmune diseases") in a 36-year-old female patient who had essure (batch no. L2843-invalid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: adverse reaction "essure has caused unspecified damages", device breakage "remnants of essure on uterine horns were observed" (seriousness criteria medically significant and intervention required) and embedded device "she still has remnants of device embedded in her uterine horns" (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced menorrhagia ("menstrual periods began to be continuous, then shortened up to 15 days with hemorrhages/ hemorrhagic menstruations"). In 2013, the patient experienced menstrual disorder ("menstrual alterations") and urticaria ("on the day after essure insertion her legs were full of welts / hives in all the body"). In 2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal disturbance"). In (B)(6)2015, the patient experienced dyspepsia ("digestive problems"). In 2016, the patient experienced discomfort ("discomfort") and swelling ("swelling"). On an unknown date, the patient experienced iron deficiency anaemia (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), allergy to metals (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("sexual intercourse was impossible as pain was immense"), headache ("strong headaches"), pruritus ("itching"), complication of device removal ("she still has remnants of device embedded in her uterine horns"), candida infection ("candidiasis"), fungal infection ("fungi"), ovarian cyst ("two cysts on ovaries") with adnexa uteri pain, ovarian disorder ("damage in ovaries"), fatigue ("continuous tiredness"), asthenia ("they cannot move due to the hemorrhage"), gastritis ("stomach inflammation"), depression ("depression") with depressed mood, musculoskeletal discomfort ("discomfort on joints"), infection ("infections"), pain ("pain in the whole body"), malaise ("illnesses"), cystitis ("cystitis"), alopecia ("hair loss"), bone pain ("bone was hurting much") and arthralgia ("joint pain") and was found to have uterine leiomyoma ("two fibroids"). The patient was treated with surgery (essure removal/ fallopian tubes were removed on (B)(6)2015 and second surgery /hysterectomy to remove essure remnants). Essure was removed in (B)(6)2018. At the time of the report, the salpingitis, iron deficiency anaemia, kidney infection, allergy to metals, autoimmune disorder, menorrhagia, menstrual disorder, pelvic pain, dyspareunia, headache, urticaria, pruritus, complication of device removal, candida infection, fungal infection, ovarian cyst, ovarian disorder, uterine leiomyoma, hormone level abnormal, fatigue, asthenia, gastritis, depression, dyspepsia, discomfort, swelling, infection, pain, malaise, cystitis, alopecia, bone pain and arthralgia outcome was unknown. The reporter provided no causality assessment for alopecia, cystitis, dyspareunia, fungal infection, kidney infection, malaise, pruritus and uterine leiomyoma with essure. The reporter considered allergy to metals, arthralgia, asthenia, autoimmune disorder, bone pain, candida infection, complication of device removal, depression, discomfort, dyspepsia, fatigue, gastritis, headache, hormone level abnormal, infection, iron deficiency anaemia, menorrhagia, menstrual disorder, musculoskeletal discomfort, ovarian cyst, ovarian disorder, pain, pelvic pain, salpingitis, swelling and urticaria to be related to essure. The reporter commented: this case was published in spanish digital press which mentioned the following by the female patient: "the affected denounce that social security does not inform regularly about the risks of essure before implanting it". In spain there is a procedure, but it is applied irregularly. The patient was told that essure was of 100% titanium, a metal that the body rarely rejects. The reporter commented she was presenting many symptoms but they all coincide with events such as stomach inflammation, pelvic pain and tiredness. The patient also mentioned menstrual hemorrhage for 15 days without leaving the chair because she cannot move, which can lead to a chronic anemia (symptom that the patient is presenting). An echography was performed and hormonal test but the result was perfect, she mentioned that by patient request, the physicians remove essure, they do not want to take any risk. After several medical appointments, she achieved that essure removal was determined on the clinical judgment. The patient commented in another lay press report that she was one of the first women from whom essure was removed, which implies a "mutilation" of fallopian tubes. It was informed she will require another surgery in order to completely remove essure, as she still has remnants of device embedded in her uterine horns. The next step will be uterus extirpation. Incomplete removal of essure on (B)(6)2015. On (B)(6)2015 she looked for medical advice as she was not fine, as she had a lot of digestive problems. She was informed that everything was correct and that she did not have essure remnants, and that the cause could be two fibroids. Along 2016 she continued experiencing discomfort, swelling and infections, for which another ultrasounds scan was performed, in which remnants of essure on uterine horns were observed. Patient is on waiting list for uterus extirpation and essure removal. She referred they did not perform tests. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: hormonal test, result was perfect. Ultrasound scan - on an unknown date: normal; in 2014: infection on one fallopian tube; in 2016: remnants of essure on uterine horns were observed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2019: report from laypress "comando actualidad" in the program "the power of pharmaceutical companies". Events "joint pain and bone was hurting much" added. No valid lot number or device sample was received in this case. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of salpingitis ("infection in fallopian tubes"), embedded device ("she still has remnants of device embedded in her uterine horns"), device breakage ("remnants of essure on uterine horns were observed"), anaemia ("chronic anemia") and kidney infection ("kidney infections") in a 36-year-old female patient who had essure (batch no. L2843) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menstrual periods began to be continuous, then shortened up to 15 days with hemorrhages"). In 2013, the patient experienced menstrual disorder ("menstrual alterations") and urticaria ("on the day after essure insertion her legs were full of welts / hives in all the body"). In 2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and hormone level abnormal ("hormonal disturbance"). In (B)(6) 2015, the patient experienced dyspepsia ("digestive problems"). In 2016, the patient experienced discomfort ("discomfort") and swelling ("swelling"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), anaemia (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("sexual intercourse was impossible as pain was immense"), headache ("strong headaches"), pruritus ("itching"), complication of device removal ("she still has remnants of device embedded in her uterine horns"), candida infection ("candidiasis"), fungal infection ("fungi"), ovarian cyst ("two cysts on ovaries") with adnexa uteri pain, ovarian disorder ("damage in ovaries"), uterine leiomyoma ("two fibroids"), fatigue ("continuous tiredness"), asthenia ("they cannot move due to the hemorrhage"), gastritis ("stomach inflammation"), depression ("depression") with depressed mood, musculoskeletal discomfort ("discomfort on joints"), infection ("infections"), pain ("pain in the whole body"), malaise ("illnesses"), cystitis ("cystitis"), alopecia ("hair loss") and adverse reaction ("essure has caused unspecified damages"). The patient was treated with surgery (essure removal/ fallopian tubes were removed on (B)(6) 2015) and surgery (second surgery /hysterectomy to remove essure remnants). Essure was removed in (B)(6) 2018. At the time of the report, the salpingitis, embedded device, device breakage, kidney infection, menorrhagia, menstrual disorder, pelvic pain, dyspareunia, headache, urticaria, pruritus, complication of device removal, candida infection, fungal infection, ovarian cyst, ovarian disorder, uterine leiomyoma, hormone level abnormal, fatigue, asthenia, gastritis, depression, dyspepsia, discomfort, swelling, infection, pain, malaise, cystitis, alopecia and adverse reaction outcome was unknown and the anaemia had not resolved. The reporter provided no causality assessment for alopecia, cystitis, dyspareunia, fungal infection, kidney infection, malaise, pruritus and uterine leiomyoma with essure. The reporter considered adverse reaction, anaemia, asthenia, candida infection, complication of device removal, depression, device breakage, discomfort, dyspepsia, embedded device, fatigue, gastritis, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, musculoskeletal discomfort, ovarian cyst, ovarian disorder, pain, pelvic pain, salpingitis, swelling and urticaria to be related to essure. The reporter commented: this case has been published in spanish digital press which mentioned the following by the female patient: "the affected denounce that social security does not inform regularly about the risks of essure before implanting it". In spain there is a procedure, but it is applied irregularly. The patient was told that essure was of 100% titanium, a metal that the body rarely rejects. The reporter commented she was presenting many symptoms but they all coincide with events such as stomach inflammation, pelvic pain and tiredness. The patient also mentioned menstrual hemorrhage for 15 days without leaving the chair because she cannot move, which can lead to a chronic anemia (symptom that the patient is presenting). An echography was performed and hormonal test but the result was perfect, she mentioned that by patient request, the physicians remove essure, they do not want to take any risk. After several medical appointments, she achieved that essure removal was determined on the clinical judgment. Now she is on waiting list for essure removal. The patient commented in another lay press report that she was one of the first women from whom essure was removed, which implies a "mutilation" of fallopian tubes. It was informed she will require another surgery in order to completely remove essure, as she still has remnants of device embedded in her uterine horns. The next step will be uterus extirpation. Incomplete removal of essure on (B)(6) 2015. On (B)(6) 2015 she looked for medical advice as she was not fine, as she had a lot of digestive problems. She was informed that everything was correct and that she did not have essure remnants, and that the cause could be two fibroids. Along 2016 she continued experiencing discomfort, swelling and infections, for which another ultrasounds scan was performed, in which remnants of essure on uterine horns were observed. Patient is on waiting list for uterus extirpation and finally get rid of essure remnants. She then mentioned in (B)(6) 2018, she had a second surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2014: infection on one fallopian tube; in 2016: remnants of essure on uterine horns were observed; on an unknown date: normal on unknown date: hormonal test: normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 26-jul-2018 for the following meddra pts (excluding this case): salpingitis: 148 cases were identified. Embedded device: 784 cases were identified. Device breakage: 2791 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 20-jul-2018: the patient commented she had to undergo a second surgery due to essure (outcome of event "she still has remnants of device embedded in her uterine horns" (embedded device, device breakage, complication of device removal) changed from "not resolved" to "unknown"). Lot number was reported: l2843. Essure removal date updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of salpingitis ("infection in fallopian tubes"), genital injury ("mutilation of fallopian tubes"), device breakage ("she still has remnants of device embedded in her uterine horns"), embedded device ("she still has remnants of device embedded in her uterine horns") and anaemia ("chronic anemia") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menstrual periods began to be continuous, then shortened up to 15 days with hemorrhages"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital injury (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), anaemia (seriousness criterion medically significant), candida infection ("candidiasis"), ovarian cyst ("two cysts on ovaries") with adnexa uteri pain, fatigue ("continuous tiredness"), asthenia ("they cannot move due to the hemorrhage"), ovarian disorder ("damage in ovaries"), pelvic pain ("pelvic pain"), gastritis ("stomach inflammation"), headache ("strong headaches"), urticaria ("hives in all the body"), adverse reaction ("essure has caused unspecified damages") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the salpingitis, genital injury, candida infection, ovarian cyst, menorrhagia, fatigue, asthenia, ovarian disorder, pelvic pain, gastritis, headache, urticaria, adverse reaction and depression outcome was unknown and the device breakage, embedded device and anaemia had not resolved. The reporter considered adverse reaction, anaemia, asthenia, candida infection, depression, device breakage, embedded device, fatigue, gastritis, genital injury, headache, menorrhagia, ovarian cyst, ovarian disorder, pelvic pain, salpingitis and urticaria to be related to essure. The reporter commented: this case has been published in (B)(6) digital press which mentioned the following by the female patient: "the affected denounce that social security does not inform regularly about the risks of essure before implanting it". In (B)(6) there is a procedure, but it is applied irregularly. The patient was told that essure was of 100% titanium, a metal that the body rarely rejects. The reporter commented she was presenting many symptoms but they all coincide with events such as stomach inflammation, pelvic pain and tiredness. The patient also mentioned menstrual hemorrhage for 15 days without leaving the chair because she cannot move, which can lead to a chronic anemia (symptom that the patient is presenting). An echography was performed and hormonal test but the result was perfect, she mentioned that by patient request, the physicians remove essure, they do not want to take any risk. After several medical appointments, she achieved that essure removal was determined on the clinical judgment. Now she is on waiting list for essure removal. The patient commented in another lay press report that she was one of the first women whom essure was removed, which implies a "mutilation" of fallopian tubes. It was informed she will require another surgery in order to completely remove essure, as she still has remnants of device embedded in her uterine horns. The next step will be uterus extirpation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: normal. On unknown date: hormonal test: normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term in this particular case a search in the database was performed on 16 aug 2017 for the following meddra preferred terms: salpingitis: the analysis in the global safety database revealed 60 cases. Genital injury: the analysis in the global safety database revealed 11 cases. Device breakage: the analysis in the global safety database revealed 1.677 cases. Embedded device: the analysis in the global safety database revealed 361 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts." Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-aug-2017: new information reported via lay press - the events "hives in all the body", "essure has caused unspecified damages" and "depression" were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of salpingitis ("infection in fallopian tubes"), embedded device ("she still has remnants of device embedded in her uterine horns"), device breakage ("remnants of essure on uterine horns were observed"), anaemia ("chronic anemia") and kidney infection ("kidney infections") in a 36-year-old female patient who had essure (batch no: l2843-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menstrual periods began to be continuous, then shortened up to 15 days with hemorrhages"). In 2013, the patient experienced menstrual disorder ("menstrual alterations") and urticaria ("on the day after essure insertion her legs were full of welts / hives in all the body"). In 2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and hormone level abnormal ("hormonal disturbance"). On (B)(6) 2015, the patient experienced dyspepsia ("digestive problems"). In 2016, the patient experienced discomfort ("discomfort") and swelling ("swelling"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), anaemia (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("sexual intercourse was impossible as pain was immense"), headache ("strong headaches"), pruritus ("itching"), complication of device removal ("she still has remnants of device embedded in her uterine horns"), candida infection ("candidiasis"), fungal infection ("fungi"), ovarian cyst ("two cysts on ovaries") with adnexa uteri pain, ovarian disorder ("damage in ovaries"), uterine leiomyoma ("two fibroids"), fatigue ("continuous tiredness"), asthenia ("they cannot move due to the hemorrhage"), gastritis ("stomach inflammation"), depression ("depression") with depressed mood, musculoskeletal discomfort ("discomfort on joints"), infection ("infections"), pain ("pain in the whole body"), malaise ("illnesses"), cystitis ("cystitis"), alopecia ("hair loss") and adverse reaction ("essure has caused unspecified damages"). The patient was treated with surgery (essure removal/ fallopian tubes were removed on (B)(6) 2015) and surgery (second surgery /hysterectomy to remove essure remnants). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, embedded device, device breakage, kidney infection, menorrhagia, menstrual disorder, pelvic pain, dyspareunia, headache, urticaria, pruritus, complication of device removal, candida infection, fungal infection, ovarian cyst, ovarian disorder, uterine leiomyoma, hormone level abnormal, fatigue, asthenia, gastritis, depression, dyspepsia, discomfort, swelling, infection, pain, malaise, cystitis, alopecia and adverse reaction outcome was unknown and the anaemia had not resolved. The reporter provided no causality assessment for alopecia, cystitis, dyspareunia, fungal infection, kidney infection, malaise, pruritus and uterine leiomyoma with essure. The reporter considered adverse reaction, anaemia, asthenia, candida infection, complication of device removal, depression, device breakage, discomfort, dyspepsia, embedded device, fatigue, gastritis, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, musculoskeletal discomfort, ovarian cyst, ovarian disorder, pain, pelvic pain, salpingitis, swelling and urticaria to be related to essure. The reporter commented: this case has been published in spanish digital press which mentioned the following by the female patient: "the affected denounce that social security does not inform regularly about the risks of essure before implanting it". In spain there is a procedure, but it is applied irregularly. The patient was told that essure was of 100% titanium, a metal that the body rarely rejects. The reporter commented she was presenting many symptoms but they all coincide with events such as stomach inflammation, pelvic pain and tiredness. The patient also mentioned menstrual hemorrhage for 15 days without leaving the chair because she cannot move, which can lead to a chronic anemia (symptom that the patient is presenting). An echography was performed and hormonal test but the result was perfect, she mentioned that by patient request, the physicians remove essure, they do not want to take any risk. After several medical appointments, she achieved that essure removal was determined on the clinical judgment. Now she is on waiting list for essure removal. The patient commented in another lay press report that she was one of the first women from whom essure was removed, which implies a "mutilation" of fallopian tubes. It was informed she will require another surgery in order to completely remove essure, as she still has remnants of device embedded in her uterine horns. The next step will be uterus extirpation. Incomplete removal of essure on (B)(6) 2015. On (B)(6) 2015 she looked for medical advice as she was not fine, as she had a lot of digestive problems. She was informed that everything was correct and that she did not have essure remnants, and that the cause could be two fibroids. Along 2016 she continued experiencing discomfort, swelling and infections, for which another ultrasounds scan was performed, in which remnants of essure on uterine horns were observed. Patient is on waiting list for uterus extirpation and finally get rid of essure remnants. She then mentioned in (B)(6) 2018, she had a second surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: in 2014: infection on one fallopian tube; in 2016: remnants of essure on uterine horns were observed; on an unknown date: normal on unknown date: hormonal test: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation pf ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('remnants of essure on uterine horns were observed'), allergy to metals ('allergy to nickel'), salpingitis ('infection in fallopian tubes / in one fallopian tube') and embedded device ('she still has remnants of device embedded in her uterine horns') in a 36-year-old female patient who had essure (batch no. L2843-invalid) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menstrual periods began to be continuous, then shortened up to 15 days with hemorrhages/ hemorrhagic menstruations / excessive bleeding"). In 2013, the patient experienced menstrual disorder ("menstrual alterations") and urticaria ("on the day after essure insertion her legs were full of welts / hives in all the body"). In 2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal disturbance"). In (B)(6) 2015, the patient experienced dyspepsia ("digestive problems"). In 2016, the patient experienced discomfort ("discomfort") and swelling ("swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("menstrual hemorrhage for 15 days leading to chronic anemia"), kidney infection ("kidney infections"), autoimmune disorder ("autoimmune diseases"), dyspareunia ("sexual intercourse was impossible as pain was immense"), headache ("strong headaches"), pruritus ("itching"), complication of device removal ("she still has remnants of device embedded in her uterine horns"), candida infection ("candidiasis"), fungal infection ("fungi"), ovarian cyst ("two cysts on ovaries") with adnexa uteri pain, ovarian disorder ("damage in ovaries"), fatigue ("continuous tiredness"), asthenia ("they cannot move due to the hemorrhage"), gastritis ("stomach inflammation"), depression ("depression") with discouragement, musculoskeletal discomfort ("discomfort on joints"), infection ("infections"), pain ("pain in the whole body"), malaise ("illnesses"), cystitis ("cystitis"), alopecia ("hair loss"), adverse reaction ("essure has caused unspecified damages"), bone pain ("bone was hurting much"), arthralgia ("joint pain"), metal poisoning ("metallosis"), genital herpes ("vaginal herpes "), hydrosalpinx ("hydrosalpinx"), myalgia ("muscular pain") and anxiety ("anxiety") and was found to have uterine leiomyoma ("two fibroids"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy planned). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, allergy to metals, salpingitis, embedded device, iron deficiency anaemia, kidney infection, autoimmune disorder, menorrhagia, menstrual disorder, dyspareunia, headache, urticaria, pruritus, complication of device removal, candida infection, fungal infection, ovarian cyst, ovarian disorder, uterine leiomyoma, hormone level abnormal, fatigue, asthenia, gastritis, depression, dyspepsia, discomfort, swelling, infection, pain, malaise, cystitis, alopecia, adverse reaction, bone pain, arthralgia, metal poisoning, genital herpes, hydrosalpinx, myalgia and anxiety outcome was unknown. The reporter provided no causality assessment for alopecia, cystitis, dyspareunia, fungal infection, kidney infection, malaise, pruritus and uterine leiomyoma with essure. The reporter considered adverse reaction, allergy to metals, anxiety, arthralgia, asthenia, autoimmune disorder, bone pain, candida infection, complication of device removal, depression, device breakage, discomfort, dyspepsia, embedded device, fatigue, gastritis, genital herpes, headache, hormone level abnormal, hydrosalpinx, infection, iron deficiency anaemia, menorrhagia, menstrual disorder, metal poisoning, musculoskeletal discomfort, myalgia, ovarian cyst, ovarian disorder, pain, pelvic pain, salpingitis, swelling and urticaria to be related to essure. No further causality assessment were provided for the product. The reporter commented: this case was published in spanish digital press which mentioned the following by the female patient: "the affected denounce that social security does not inform regularly about the risks of essure before implanting it". In (B)(6) there is a procedure, but it is applied irregularly. The patient was told that essure was of 100% titanium, a metal that the body rarely rejects. The reporter commented she was presenting many symptoms but they all coincide with events such as stomach inflammation, pelvic pain and tiredness. The patient also mentioned menstrual hemorrhage for 15 days without leaving the chair because she cannot move, which can lead to a chronic anemia (symptom that the patient is presenting). An echography was performed and hormonal test but the result was perfect, she mentioned that by patient request, the physicians remove essure, they do not want to take any risk. After several medical appointments, she achieved that essure removal was determined on the clinical judgment. The patient commented in another lay press report that she was one of the first women from whom essure was removed, which implies a "mutilation" of fallopian tubes. It was informed she will require another surgery in order to completely remove essure, as she still has remnants of device embedded in her uterine horns. The next step will be uterus extirpation. Incomplete removal of essure on (B)(6) 2015 [discrepancy, later clarified to have been on (B)(6) 2016]. On (B)(6) 2015 she looked for medical advice as she was not fine, as she had a lot of digestive problems. She was informed that everything was correct and that she did not have essure remnants, and that the cause could be two fibroids. Along 2016 she continued experiencing discomfort, swelling and infections, for which another ultrasounds scan was performed, in which remnants of essure on uterine horns were observed. Patient is on waiting list for uterus extirpation and essure removal. She referred they did not perform tests. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: hormonal test, result was perfect. Ultrasound scan - on an unknown date: normal; in 2014: infection on one fallopian tube; in 2016: remnants of essure on uterine horns were observed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. We received an invalid batch number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('remnants of essure on uterine horns were observed'), allergy to metals ('allergy to nickel'), salpingitis ('infection in fallopian tubes / in one fallopian tube') and embedded device ('she still has remnants of device embedded in her uterine horns') in a 36-year-old female patient who had essure (batch no. L2843-invalid) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), 3 months after insertion of essure. In 2013, the patient experienced menstrual disorder ("menstrual alterations") and urticaria ("on the day after essure insertion her legs were full of welts / hives in all the body"). In (B)(6) 2013, the patient experienced heavy menstrual bleeding ("menstrual periods began to be continuous, then shortened up to 15 days with hemorrhages/ hemorrhagic menstruations / excessive bleeding"), pelvic discomfort ("discomfort") and asthenia ("they cannot move due to the hemorrhage/astenia"). On (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal disturbance") and experienced premature menopause ("early menopause"). In 2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dyspepsia ("digestive problems"). In 2016, the patient experienced swelling ("swelling/ pet fibre is what causes the swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("sexual intercourse was impossible as pain was immense"), pruritus ("itching"), pain ("pain in the whole body"), headache ("strong headaches"), hydrosalpinx ("hydrosalpinx"), iron deficiency anaemia ("menstrual hemorrhage for 15 days leading to chronic anemia"), kidney infection ("kidney infections"), autoimmune disorder ("autoimmune diseases"), candida infection ("candidiasis"), fungal infection ("fungi"), ovarian cyst ("two cysts on ovaries") with adnexa uteri pain, ovarian disorder ("damage in ovaries"), fatigue ("continuous tiredness"), gastritis ("stomach inflammation"), musculoskeletal discomfort ("discomfort on joints"), myalgia ("muscular pain"), arthralgia ("joint pain"), bone pain ("bone was hurting much"), infection ("infections"), malaise ("illnesses"), cystitis ("cystitis"), alopecia ("hair loss"), metal poisoning ("metallosis"), genital herpes ("vaginal herpes "), anxiety ("anxiety"), depression ("depression") with discouragement and complication of device removal ("she still has remnants of device embedded in her uterine horns") and was found to have uterine leiomyoma ("two fibroids"). The patient was hospitalized from an unknown date until (B)(6) 2016. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016 and hysterectomy planned). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain, salpingitis, abdominal pain, pelvic discomfort, asthenia and swelling had resolved. At the time of the report, the device breakage, allergy to metals, embedded device, dyspareunia, heavy menstrual bleeding, menstrual disorder, urticaria, pruritus, pain, headache, hydrosalpinx, uterine leiomyoma, hormone level abnormal, premature menopause, iron deficiency anaemia, kidney infection, autoimmune disorder, candida infection, fungal infection, ovarian cyst, ovarian disorder, fatigue, gastritis, dyspepsia, myalgia, arthralgia, bone pain, infection, malaise, cystitis, alopecia, metal poisoning, genital herpes, depression and complication of device removal outcome was unknown and the anxiety had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, asthenia, autoimmune disorder, bone pain, candida infection, complication of device removal, cystitis, depression, device breakage, dyspareunia, dyspepsia, embedded device, fatigue, fungal infection, gastritis, genital herpes, headache, heavy menstrual bleeding, hormone level abnormal, hydrosalpinx, infection, iron deficiency anaemia, kidney infection, malaise, menstrual disorder, metal poisoning, musculoskeletal discomfort, myalgia, ovarian cyst, ovarian disorder, pain, pelvic discomfort, pelvic pain, premature menopause, pruritus, salpingitis, swelling, urticaria and uterine leiomyoma to be related to essure. The reporter commented: case was first published in spanish digital press, she was presenting many symptoms but they all coincide with events such as stomach inflammation, pelvic pain and tiredness. The patient also mentioned menstrual hemorrhage for 15 days without leaving the chair because she cannot move, which can lead to a chronic anemia. An echography was performed and hormonal test but the result was perfect, she mentioned that by patient request, the physicians remove essure, they do not want to take any risk. The patient also commented in another lay press report that she was one of the first women from whom essure was [incomplete]. Incomplete removal of essure in (B)(6) 2015 [discrepancy, later clarified to have been on (B)(6) 2016, then (B)(6) 2016]. In (B)(6) 2015 she looked for medical advice as she was not fine, as she had a lot of digestive problems. She was informed that everything was correct and that she did not have essure remnants, and that the cause could be two fibroids. Along 2016 she continued experiencing discomfort, swelling and infections, for which another ultrasounds scan was performed and remnants of essure on uterine horns were observed. Patient is on waiting list for uterus extirpation and essure removal. She referred they did not perform tests. In legal claim of 2020, the patient stated that after 8 months after removal (in (B)(6) 2016), she underwent an examination again and they found that most of the symptoms had disappeared (pain, asthenia, swelling, and the rest of the symptoms). This was the undeniable proof that the insertion of the device, performed without adequate studies and precautions, was the cause of her pain and discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: hormonal test, result was perfect. Endoscopy - on (B)(6) 2015: digestive tract: everything was correct and that she did not have essure remnants, and that the cause could be two fibroids. Ultrasound scan - on an unknown date: normal; in 2014: infection on one fallopian tube; in 2016: remnants of essure on uterine horns were observed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: consumer specified via health services essure insertion date to (B)(6) 2013, indication was contraception. New events reported: abdominal pain, early menopause. Patient was (new:) hospitalized for essure removal. Eight months after the removal (in (B)(6) 2016) most of the symptoms (pain, asthenia, discomfort and others) had resolved. On 14-may-2021: no new information. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of salpingitis ("infection in fallopian tubes") and anaemia ("chronic anemia") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menstrual periods began to be continuous, then shortened up to 15 days with hemorrhages"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), anaemia (seriousness criterion medically significant), candida infection ("candidiasis"), ovarian cyst ("two cysts on ovaries") with adnexa uteri pain, fatigue ("continuous tiredness"), asthenia ("they cannot move due to the hemorrhage"), ovarian disorder ("damage in ovaries"), pelvic pain ("pelvic pain"), gastritis ("stomach inflammation") and headache ("strong headaches"). The patient was treated with surgery (removal was determined on clinical judgement, she is on waiting list for removal). Essure treatment was not changed. At the time of the report, the salpingitis, anaemia, candida infection, ovarian cyst, menorrhagia, fatigue, asthenia, ovarian disorder, pelvic pain, gastritis and headache outcome was unknown. The reporter considered anaemia, asthenia, candida infection, fatigue, gastritis, headache, menorrhagia, ovarian cyst, ovarian disorder, pelvic pain and salpingitis to be related to essure. The reporter commented: this case has been published in spanish digital press which mentioned the following by the female patient: "the affected denounce that social security does not inform regularly about the risks of essure before implanting it". In spain there is a procedure, but it is applied irregularly. The patient was told that essure was of 100% titanium, a metal that the body rarely rejects. The reporter commented she was presenting many symptoms but they all coincide with events such as stomach inflammation, pelvic pain and tiredness. The patient also mentioned menstrual hemorrhage for 15 days without leaving the chair because she cannot move, which can lead to a chronic anemia (symptom that the patient is presenting). An echography was performed and hormonal test but the result was perfect, she mentioned that by patient request, the physicians remove essure, they do not want to take any risk. After several medical appointments, she achieved that essure removal was determined on the clinical judgment. Now she is on waiting list for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: normal. On unknown date: hormonal test: normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 13-apr-2017 for the following meddra preferred term: salpingitis. The analysis in the global safety database revealed 51 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-apr-2017: quality-safety evaluation of ptc was received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced chronic anemia and infection in fallopian tubes. Removal was determined on clinical judgement, she is on waiting list for removal. Chronic anemia is regarded as unanticipated according to the reference safety information for essure. Infection in fallopian tubes is regarded as anticipated. In this case, it was reported the occurrence of menstrual hemorrhage that could be a risk factor for the chronic anemia. However, there are other risk factors and causes that can play an important role. Considering essure's local action at fallopian tubes, a causal relationship with essure can be excluded. Pyosalpinx, also referred as tuboovarian abscess, is an inflammatory mass involving the fallopian tube, ovary, and, occasionally, other adjacent pelvic organs. These abscesses typically result from upper genital tract infection (complication of pelvic inflammatory disease). While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. As no alternative explanation was provided, a causal relationship between infection in fallopian tubes and essure cannot be excluded. This case was upgraded to incident because device removal will be required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('remnants of essure on uterine horns were observed'), allergy to metals ('allergy to nickel'), salpingitis ('infection in fallopian tubes / in one fallopian tube') and embedded device ('she still has remnants of device embedded in her uterine horns') in a 36-year-old female patient who had essure (batch no. L2843-invalid) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menstrual periods began to be continuous, then shortened up to 15 days with hemorrhages/ hemorrhagic menstruations / excessive bleeding"). In 2013, the patient experienced menstrual disorder ("menstrual alterations") and urticaria ("on the day after essure insertion her legs were full of welts / hives in all the body"). In 2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal disturbance"). In (B)(6) 2015, the patient experienced dyspepsia ("digestive problems"). In 2016, the patient experienced discomfort ("discomfort") and swelling ("swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("menstrual hemorrhage for 15 days leading to chronic anemia"), kidney infection ("kidney infections"), autoimmune disorder ("autoimmune diseases"), dyspareunia ("sexual intercourse was impossible as pain was immense"), headache ("strong headaches"), pruritus ("itching"), complication of device removal ("she still has remnants of device embedded in her uterine horns"), candida infection ("candidiasis"), fungal infection ("fungi"), ovarian cyst ("two cysts on ovaries") with adnexa uteri pain, ovarian disorder ("damage in ovaries"), fatigue ("continuous tiredness"), asthenia ("they cannot move due to the hemorrhage"), gastritis ("stomach inflammation"), depression ("depression") with depressed mood, musculoskeletal discomfort ("discomfort on joints"), infection ("infections"), pain ("pain in the whole body"), malaise ("illnesses"), cystitis ("cystitis"), alopecia ("hair loss"), adverse reaction ("essure has caused unspecified damages"), bone pain ("bone was hurting much"), arthralgia ("joint pain"), metal poisoning ("metallosis"), genital herpes ("vaginal herpes "), hydrosalpinx ("hydrosalpinx"), myalgia ("muscular pain") and anxiety ("anxiety") and was found to have uterine leiomyoma ("two fibroids"). The patient was treated with surgery (hysterectomy planned). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, allergy to metals, salpingitis, embedded device, iron deficiency anaemia, kidney infection, autoimmune disorder, menorrhagia, menstrual disorder, dyspareunia, headache, urticaria, pruritus, complication of device removal, candida infection, fungal infection, ovarian cyst, ovarian disorder, uterine leiomyoma, hormone level abnormal, fatigue, asthenia, gastritis, depression, dyspepsia, discomfort, swelling, infection, pain, malaise, cystitis, alopecia, adverse reaction, bone pain, arthralgia, metal poisoning, genital herpes, hydrosalpinx, myalgia and anxiety outcome was unknown. The reporter provided no causality assessment for alopecia, cystitis, dyspareunia, fungal infection, kidney infection, malaise, pruritus and uterine leiomyoma with essure. The reporter considered adverse reaction, allergy to metals, anxiety, arthralgia, asthenia, autoimmune disorder, bone pain, candida infection, complication of device removal, depression, device breakage, discomfort, dyspepsia, embedded device, fatigue, gastritis, genital herpes, headache, hormone level abnormal, hydrosalpinx, infection, iron deficiency anaemia, menorrhagia, menstrual disorder, metal poisoning, musculoskeletal discomfort, myalgia, ovarian cyst, ovarian disorder, pain, pelvic pain, salpingitis, swelling and urticaria to be related to essure. No further causality assessment were provided for the product. The reporter commented: this case was published in spanish digital press which mentioned the following by the female patient: "the affected denounce that social security does not inform regularly about the risks of essure before implanting it". In spain there is a procedure, but it is applied irregularly. The patient was told that essure was of 100% titanium, a metal that the body rarely rejects. The reporter commented she was presenting many symptoms but they all coincide with events such as stomach inflammation, pelvic pain and tiredness. The patient also mentioned menstrual hemorrhage for 15 days without leaving the chair because she cannot move, which can lead to a chronic anemia (symptom that the patient is presenting). An echography was performed and hormonal test but the result was perfect, she mentioned that by patient request, the physicians remove essure, they do not want to take any risk. After several medical appointments, she achieved that essure removal was determined on the clinical judgment. The patient commented in another lay press report that she was one of the first women from whom essure was removed, which implies a "mutilation" of fallopian tubes. It was informed she will require another surgery in order to completely remove essure, as she still has remnants of device embedded in her uterine horns. The next step will be uterus extirpation. Incomplete removal of essure on (B)(6) 2015. On (B)(6) 2015 she looked for medical advice as she was not fine, as she had a lot of digestive problems. She was informed that everything was correct and that she did not have essure remnants, and that the cause could be two fibroids. Along 2016 she continued experiencing discomfort, swelling and infections, for which another ultrasounds scan was performed, in which remnants of essure on uterine horns were observed. Patient is on waiting list for uterus extirpation and essure removal. She referred they did not perform tests. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: hormonal test, result was perfect. Ultrasound scan - on an unknown date: normal; in 2014: infection on one fallopian tube; in 2016: remnants of essure on uterine horns were observed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-feb-2020: legal claim received, lawyer added as reporter. Events added: metallosis, vaginal herpes, hydrosalpinx, muscular pain, anxiety. Essure removal date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('remnants of essure on uterine horns were observed'), allergy to metals ('allergy to nickel'), salpingitis ('infection in fallopian tubes / in one fallopian tube') and embedded device ('she still has remnants of device embedded in her uterine horns') in a 36-year-old female patient who had essure (batch no. L2843-invalid) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menstrual periods began to be continuous, then shortened up to 15 days with hemorrhages/ hemorrhagic menstruations / excessive bleeding"). In 2013, the patient experienced menstrual disorder ("menstrual alterations") and urticaria ("on the day after essure insertion her legs were full of welts / hives in all the body"). In 2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal disturbance"). In (B)(6) 2015, the patient experienced dyspepsia ("digestive problems"). In 2016, the patient experienced discomfort ("discomfort") and swelling ("swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("menstrual hemorrhage for 15 days leading to chronic anemia"), kidney infection ("kidney infections"), autoimmune disorder ("autoimmune diseases"), dyspareunia ("sexual intercourse was impossible as pain was immense"), headache ("strong headaches"), pruritus ("itching"), complication of device removal ("she still has remnants of device embedded in her uterine horns"), candida infection ("candidiasis"), fungal infection ("fungi"), ovarian cyst ("two cysts on ovaries") with adnexa uteri pain, ovarian disorder ("damage in ovaries"), fatigue ("continuous tiredness"), asthenia ("they cannot move due to the hemorrhage"), gastritis ("stomach inflammation"), depression ("depression") with depressed mood, musculoskeletal discomfort ("discomfort on joints"), infection ("infections"), pain ("pain in the whole body"), malaise ("illnesses"), cystitis ("cystitis"), alopecia ("hair loss"), adverse reaction ("essure has caused unspecified damages"), bone pain ("bone was hurting much"), arthralgia ("joint pain"), metal poisoning ("metallosis"), genital herpes ("vaginal herpes "), hydrosalpinx ("hydrosalpinx"), myalgia ("muscular pain") and anxiety ("anxiety") and was found to have uterine leiomyoma ("two fibroids"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy planned). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, allergy to metals, salpingitis, embedded device, iron deficiency anaemia, kidney infection, autoimmune disorder, menorrhagia, menstrual disorder, dyspareunia, headache, urticaria, pruritus, complication of device removal, candida infection, fungal infection, ovarian cyst, ovarian disorder, uterine leiomyoma, hormone level abnormal, fatigue, asthenia, gastritis, depression, dyspepsia, discomfort, swelling, infection, pain, malaise, cystitis, alopecia, adverse reaction, bone pain, arthralgia, metal poisoning, genital herpes, hydrosalpinx, myalgia and anxiety outcome was unknown. The reporter provided no causality assessment for alopecia, cystitis, dyspareunia, fungal infection, kidney infection, malaise, pruritus and uterine leiomyoma with essure. The reporter considered adverse reaction, allergy to metals, anxiety, arthralgia, asthenia, autoimmune disorder, bone pain, candida infection, complication of device removal, depression, device breakage, discomfort, dyspepsia, embedded device, fatigue, gastritis, genital herpes, headache, hormone level abnormal, hydrosalpinx, infection, iron deficiency anaemia, menorrhagia, menstrual disorder, metal poisoning, musculoskeletal discomfort, myalgia, ovarian cyst, ovarian disorder, pain, pelvic pain, salpingitis, swelling and urticaria to be related to essure. The reporter commented: this case was published in spanish digital press which mentioned the following by the female patient: "the affected denounce that social security does not inform regularly about the risks of essure before implanting it". In spain there is a procedure, but it is applied irregularly. The patient was told that essure was of 100% titanium, a metal that the body rarely rejects. The reporter commented she was presenting many symptoms but they all coincide with events such as stomach inflammation, pelvic pain and tiredness. The patient also mentioned menstrual hemorrhage for 15 days without leaving the chair because she cannot move, which can lead to a chronic anemia (symptom that the patient is presenting). An echography was performed and hormonal test but the result was perfect, she mentioned that by patient request, the physicians remove essure, they do not want to take any risk. After several medical appointments, she achieved that essure removal was determined on the clinical judgment. The patient commented in another lay press report that she was one of the first women from whom essure was removed, which implies a "mutilation" of fallopian tubes. It was informed she will require another surgery in order to completely remove essure, as she still has remnants of device embedded in her uterine horns. The next step will be uterus extirpation. Incomplete removal of essure on (B)(6) 2015 [discrepancy, later clarified to have been on (B)(6) 2016]. On (B)(6) 2015 she looked for medical advice as she was not fine, as she had a lot of digestive problems. She was informed that everything was correct and that she did not have essure remnants, and that the cause could be two fibroids. Along 2016 she continued experiencing discomfort, swelling and infections, for which another ultrasounds scan was performed, in which remnants of essure on uterine horns were observed. Patient is on waiting list for uterus extirpation and essure removal. She referred they did not perform tests. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: hormonal test, result was perfect. Ultrasound scan - on an unknown date: normal; in 2014: infection on one fallopian tube; in 2016: remnants of essure on uterine horns were observed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. We received an invalid batch number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('remnants of essure on uterine horns were observed'), allergy to metals ('allergy to nickel'), salpingitis ('infection in fallopian tubes / in one fallopian tube') and embedded device ('she still has remnants of device embedded in her uterine horns') in a 36-year-old female patient who had essure (batch no. L2843-invalid) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menstrual periods began to be continuous, then shortened up to 15 days with hemorrhages/ hemorrhagic menstruations / excessive bleeding"). In 2013, the patient experienced menstrual disorder ("menstrual alterations") and urticaria ("on the day after essure insertion her legs were full of welts / hives in all the body"). In 2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal disturbance"). In (B)(6) 2015, the patient experienced dyspepsia ("digestive problems"). In 2016, the patient experienced discomfort ("discomfort") and swelling ("swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("menstrual hemorrhage for 15 days leading to chronic anemia"), kidney infection ("kidney infections"), autoimmune disorder ("autoimmune diseases"), dyspareunia ("sexual intercourse was impossible as pain was immense"), headache ("strong headaches"), pruritus ("itching"), complication of device removal ("she still has remnants of device embedded in her uterine horns"), candida infection ("candidiasis"), fungal infection ("fungi"), ovarian cyst ("two cysts on ovaries") with adnexa uteri pain, ovarian disorder ("damage in ovaries"), fatigue ("continuous tiredness"), asthenia ("they cannot move due to the hemorrhage"), gastritis ("stomach inflammation"), depression ("depression") with depressed mood, musculoskeletal discomfort ("discomfort on joints"), infection ("infections"), pain ("pain in the whole body"), malaise ("illnesses"), cystitis ("cystitis"), alopecia ("hair loss"), adverse reaction ("essure has caused unspecified damages"), bone pain ("bone was hurting much"), arthralgia ("joint pain"), metal poisoning ("metallosis"), genital herpes ("vaginal herpes "), hydrosalpinx ("hydrosalpinx"), myalgia ("muscular pain") and anxiety ("anxiety") and was found to have uterine leiomyoma ("two fibroids"). The patient was treated with surgery (hysterectomy planned). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, allergy to metals, salpingitis, embedded device, iron deficiency anaemia, kidney infection, autoimmune disorder, menorrhagia, menstrual disorder, dyspareunia, headache, urticaria, pruritus, complication of device removal, candida infection, fungal infection, ovarian cyst, ovarian disorder, uterine leiomyoma, hormone level abnormal, fatigue, asthenia, gastritis, depression, dyspepsia, discomfort, swelling, infection, pain, malaise, cystitis, alopecia, adverse reaction, bone pain, arthralgia, metal poisoning, genital herpes, hydrosalpinx, myalgia and anxiety outcome was unknown. The reporter provided no causality assessment for alopecia, cystitis, dyspareunia, fungal infection, kidney infection, malaise, pruritus and uterine leiomyoma with essure. The reporter considered adverse reaction, allergy to metals, anxiety, arthralgia, asthenia, autoimmune disorder, bone pain, candida infection, complication of device removal, depression, device breakage, discomfort, dyspepsia, embedded device, fatigue, gastritis, genital herpes, headache, hormone level abnormal, hydrosalpinx, infection, iron deficiency anaemia, menorrhagia, menstrual disorder, metal poisoning, musculoskeletal discomfort, myalgia, ovarian cyst, ovarian disorder, pain, pelvic pain, salpingitis, swelling and urticaria to be related to essure. No further causality assessment were provided for the product. The reporter commented: this case was published in spanish digital press which mentioned the following by the female patient: "the affected denounce that social security does not inform regularly about the risks of essure before implanting it". In spain there is a procedure, but it is applied irregularly. The patient was told that essure was of 100% titanium, a metal that the body rarely rejects. The reporter commented she was presenting many symptoms but they all coincide with events such as stomach inflammation, pelvic pain and tiredness. The patient also mentioned menstrual hemorrhage for 15 days without leaving the chair because she cannot move, which can lead to a chronic anemia (symptom that the patient is presenting). An echography was performed and hormonal test but the result was perfect, she mentioned that by patient request, the physicians remove essure, they do not want to take any risk. After several medical appointments, she achieved that essure removal was determined on the clinical judgment. The patient commented in another lay press report that she was one of the first women from whom essure was removed, which implies a "mutilation" of fallopian tubes. It was informed she will require another surgery in order to completely remove essure, as she still has remnants of device embedded in her uterine horns. The next step will be uterus extirpation. Incomplete removal of essure on (B)(6) 2015. On (B)(6) 2015 she looked for medical advice as she was not fine, as she had a lot of digestive problems. She was informed that everything was correct and that she did not have essure remnants, and that the cause could be two fibroids. Along 2016 she continued experiencing discomfort, swelling and infections, for which another ultrasounds scan was performed, in which remnants of essure on uterine horns were observed. Patient is on waiting list for uterus extirpation and essure removal. She referred they did not perform tests. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: hormonal test, result was perfect. Ultrasound scan - on an unknown date: normal; in 2014: infection on one fallopian tube; in 2016: remnants of essure on uterine horns were observed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: legal claim received, lawyer added as reporter. Events added: metallosis, vaginal herpes, hydrosalpinx, muscular pain, anxiety. Essure removal date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of salpingitis ("infection in fallopian tubes") and anaemia ("chronic anemia") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. In (B)(6) 2013, the patient experienced menorrhagia ("menstrual periods began to be continuous, then shortened up to 15 days with hemorrhages"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and clinically significant/intervention required), anaemia (seriousness criterion medically significant), candida infection ("candidiasis"), ovarian cyst ("two cysts on ovaries") with adnexa uteri pain, fatigue ("continuous tiredness"), asthenia ("they cannot move due to the hemorrhage"), ovarian disorder ("damage in ovaries"), pelvic pain ("pelvic pain"), gastritis ("stomach inflammation") and headache ("strong headaches"). The patient was treated with surgery (removal was determined on clinical judgement, she is on waiting list for removal). At the time of the report, the salpingitis, anaemia, candida infection, ovarian cyst, menorrhagia, fatigue, asthenia, ovarian disorder, pelvic pain, gastritis and headache outcome was unknown. The reporter considered salpingitis, anaemia, candida infection, ovarian cyst, menorrhagia, fatigue, asthenia, ovarian disorder, pelvic pain, gastritis and headache to be related to essure. The reporter commented: this case has been published in spanish digital press which mentioned the following by the female patient: "the affected denounce that social security does not inform regularly about the risks of essure before implanting it". In spain there is a procedure, but it is applied irregularly. The patient was told that essure was of 100% titanium, a metal that the body rarely rejects. The reporter commented she was presenting many symptoms but they all coincide with events such as stomach inflammation, pelvic pain and tiredness. The patient also mentioned menstrual hemorrhage for 15 days without leaving the chair because she cannot move, which can lead to a chronic anemia (symptom that the patient is presenting). An echography was performed and hormonal test but the result was perfect, she mentioned that by patient request, the physicians remove essure, they do not want to take any risk. After several medical appointments, she achieved that essure removal was determined on the clinical judgment. Now she is on waiting list for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: ultrasound scan result was normal. On unknown date: hormonal test: normal. Most recent follow-up information incorporated above includes: on (B)(6) 2016: case retrieved from a digital press publication. Consumer stated physicians decided to remove essure because it is damage in ovaries, or it could cause her cancer. Essure implanted in (B)(6) 2013, three months after insertion her menstrual periods began to be discontinuous, and then shortened up to 15 days, with hemorrhages, strong headaches, and continuous tiredness. Her gynecologist told her that, despite she was (B)(6), her symptoms were due to her menopausal age. Then, the continuous pain in ovaries began. She had an infection in fallopian tubes which could cause her even cancer, candidiasis and two cysts on ovaries. After several medical appointments, she achieved that essure removal was determined on the clinical judgment. She is on waiting list for essure removal. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced chronic anemia and infection in fallopian tubes. Removal was determined on clinical judgement, she is on waiting list for removal. Chronic anemia is regarded as unanticipated according to the reference safety information for essure. Infection in fallopian tubes is regarded as anticipated. In this case, it was reported the occurrence of menstrual hemorrhage that could be a risk factor for the chronic anemia. However, there are other risk factors and causes that can play an important role. Considering essure's local action at fallopian tubes, a causal relationship with essure can be excluded. Pyosalpinx, also referred as tuboovarian abscess, is an inflammatory mass involving the fallopian tube, ovary, and, occasionally, other adjacent pelvic organs. These abscesses typically result from upper genital tract infection (complication of pelvic inflammatory disease). While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. As no alternative explanation was provided, a causal relationship between infection in fallopian tubes and essure cannot be excluded. This case was upgraded to incident because device removal will be required. Additionally, non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of salpingitis ("infection in fallopian tubes"), embedded device ("she still has remnants of device embedded in her uterine horns"), device breakage ("remnants of essure on uterine horns were observed"), anaemia ("chronic anemia"), kidney infection ("kidney infections"), allergy to metals ("allergy to nickel") and autoimmune disorder ("autoimmune diseases") in a 36-year-old female patient who had essure (batch no. L2843-invalid) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menstrual periods began to be continuous, then shortened up to 15 days with hemorrhages/ hemorrhagic menstruations"). In 2013, the patient experienced menstrual disorder ("menstrual alterations") and urticaria ("on the day after essure insertion her legs were full of welts / hives in all the body"). In 2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal disturbance"). In (B)(6) 2015, the patient experienced dyspepsia ("digestive problems"). In 2016, the patient experienced discomfort ("discomfort") and swelling ("swelling"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), anaemia (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), allergy to metals (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("sexual intercourse was impossible as pain was immense"), headache ("strong headaches"), pruritus ("itching"), complication of device removal ("she still has remnants of device embedded in her uterine horns"), candida infection ("candidiasis"), fungal infection ("fungi"), ovarian cyst ("two cysts on ovaries") with adnexa uteri pain, ovarian disorder ("damage in ovaries"), fatigue ("continuous tiredness"), asthenia ("they cannot move due to the hemorrhage"), gastritis ("stomach inflammation"), depression ("depression") with depressed mood, musculoskeletal discomfort ("discomfort on joints"), infection ("infections"), pain ("pain in the whole body"), malaise ("illnesses"), cystitis ("cystitis"), alopecia ("hair loss") and adverse reaction ("essure has caused unspecified damages") and was found to have uterine leiomyoma ("two fibroids"). The patient was treated with surgery (essure removal/ fallopian tubes were removed on (B)(6) 2015 and second surgery /hysterectomy to remove essure remnants). Essure was removed in (B)(6) 2018. At the time of the report, the salpingitis, embedded device, device breakage, kidney infection, allergy to metals, autoimmune disorder, menorrhagia, menstrual disorder, pelvic pain, dyspareunia, headache, urticaria, pruritus, complication of device removal, candida infection, fungal infection, ovarian cyst, ovarian disorder, uterine leiomyoma, hormone level abnormal, fatigue, asthenia, gastritis, depression, dyspepsia, discomfort, swelling, infection, pain, malaise, cystitis, alopecia and adverse reaction outcome was unknown and the anaemia had not resolved. The reporter provided no causality assessment for alopecia, cystitis, dyspareunia, fungal infection, kidney infection, malaise, pruritus and uterine leiomyoma with essure. The reporter considered adverse reaction, allergy to metals, anaemia, asthenia, autoimmune disorder, candida infection, complication of device removal, depression, device breakage, discomfort, dyspepsia, embedded device, fatigue, gastritis, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, musculoskeletal discomfort, ovarian cyst, ovarian disorder, pain, pelvic pain, salpingitis, swelling and urticaria to be related to essure. The reporter commented: this case has been published in spanish digital press which mentioned the following by the female patient: "the affected denounce that social security does not inform regularly about the risks of essure before implanting it". In spain there is a procedure, but it is applied irregularly. The patient was told that essure was of 100% titanium, a metal that the body rarely rejects. The reporter commented she was presenting many symptoms but they all coincide with events such as stomach inflammation, pelvic pain and tiredness. The patient also mentioned menstrual hemorrhage for 15 days without leaving the chair because she cannot move, which can lead to a chronic anemia (symptom that the patient is presenting). An echography was performed and hormonal test but the result was perfect, she mentioned that by patient request, the physicians remove essure, they do not want to take any risk. After several medical appointments, she achieved that essure removal was determined on the clinical judgment. The patient commented in another lay press report that she was one of the first women from whom essure was removed, which implies a "mutilation" of fallopian tubes. It was informed she will require another surgery in order to completely remove essure, as she still has remnants of device embedded in her uterine horns. The next step will be uterus extirpation. On unknown date: hormonal test: normal. Incomplete removal of essure on (B)(6) 2015. On (B)(6) 2015 she looked for medical advice as she was not fine, as she had a lot of digestive problems. She was informed that everything was correct and that she did not have essure remnants, and that the cause could be two fibroids. Along 2016 she continued experiencing discomfort, swelling and infections, for which another ultrasounds scan was performed, in which remnants of essure on uterine horns were observed. Patient is on waiting list for uterus extirpation and essure removal. She referred they did not perform tests. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on an unknown date: results: normal; in 2014: results: infection on one fallopian tube; in 2016: results: remnants of essure on uterine horns were observed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: the patient referred she presented hemorrhagic menstruations, stomach inflammation, allergy to nickel and autoimmune diseases, she referred they did not perform tests. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of salpingitis ("infection in fallopian tubes"), genital injury ("mutilation of fallopian tubes"), complication of device removal ("she still has remnants of device embedded in her uterine horns"), embedded device ("she still has remnants of device embedded in her uterine horns"), anaemia ("chronic anemia") and device breakage ("remnants of essure on uterine horns were observed") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menstrual periods began to be continuous, then shortened up to 15 days with hemorrhages"). In 2013, the patient experienced menstrual disorder ("menstrual alterations"). In 2014, the patient experienced hormone level abnormal ("hormonal disturbance"). In (B)(6) 2015, the patient experienced dyspepsia ("digestive problems"). In 2016, the patient experienced discomfort ("discomfort") and swelling ("swelling"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital injury (seriousness criterion medically significant), complication of device removal (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), anaemia (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), candida infection ("candidiasis"), ovarian cyst ("two cysts on ovaries") with adnexa uteri pain, fatigue ("continuous tiredness"), asthenia ("they cannot move due to the hemorrhage"), ovarian disorder ("damage in ovaries"), pelvic pain ("pelvic pain"), gastritis ("stomach inflammation"), headache ("strong headaches"), urticaria ("hives in all the body"), adverse reaction ("essure has caused unspecified damages"), depression ("depression"), musculoskeletal discomfort ("discomfort on joints"), uterine leiomyoma ("two fibroids") and infection ("infections"). The patient was treated with surgery (essure removal) and surgery (patient is on waiting list for uterus extirpation and removal of essure remnants.). Essure was removed. At the time of the report, the salpingitis, genital injury, candida infection, ovarian cyst, menorrhagia, fatigue, asthenia, ovarian disorder, pelvic pain, gastritis, headache, urticaria, adverse reaction, depression, menstrual disorder, hormone level abnormal, dyspepsia, uterine leiomyoma, discomfort, swelling and infection outcome was unknown and the complication of device removal, embedded device and anaemia had not resolved. The reporter considered adverse reaction, anaemia, asthenia, candida infection, complication of device removal, depression, device breakage, discomfort, dyspepsia, embedded device, fatigue, gastritis, genital injury, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, musculoskeletal discomfort, ovarian cyst, ovarian disorder, pelvic pain, salpingitis, swelling and urticaria to be related to essure. The reporter provided no causality assessment for uterine leiomyoma with essure. The reporter commented: this case has been published in spanish digital press which mentioned the following by the female patient: "the affected denounce that social security does not inform regularly about the risks of essure before implanting it". In spain there is a procedure, but it is applied irregularly. The patient was told that essure was of 100% titanium, a metal that the body rarely rejects. The reporter commented she was presenting many symptoms but they all coincide with events such as stomach inflammation, pelvic pain and tiredness. The patient also mentioned menstrual hemorrhage for 15 days without leaving the chair because she cannot move, which can lead to a chronic anemia (symptom that the patient is presenting). An echography was performed and hormonal test but the result was perfect, she mentioned that by patient request, the physicians remove essure, they do not want to take any risk. After several medical appointments, she achieved that essure removal was determined on the clinical judgment. Now she is on waiting list for essure removal. The patient commented in another lay press report that she was one of the first women whom essure was removed, which implies a "mutilation" of fallopian tubes. It was informed she will require another surgery in order to completely remove essure, as she still has remnants of device embedded in her uterine horns. The next step will be uterus extirpation. Incomplete removal of essure on (B)(6) 2015. On (B)(6) 2015 she looked for medical advice as she was not fine, as she had a lot of digestive problems. She was informed that everything was correct and that she did not have essure remnants, and that the cause could be two fibroids. Along 2016 she continued experiencing discomfort, swelling and infections, for which another ultrasounds scan was performed, in which remnants of essure on uterine horns were observed. Patient is on waiting list for uterus extirpation and finally get rid of essure remnants. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2014: infection on one fallopian tube; on an unknown date: normal on unknown date: hormonal test: normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-nov-2017 for the following meddra preferred terms: salpingitis. The analysis in the global safety database revealed 68 cases. Genital injury. The analysis in the global safety database revealed 11 cases. Device breakage: the analysis in the global safety database revealed 1.926 cases. Embedded device. The analysis in the global safety database revealed 403 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-nov-2017: the following events were added: menstrual alterations, discomfort on joints, hormonal disturbance, digestive problems, two fibroids, discomfort, swelling and infections. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of salpingitis ("infection in fallopian tubes"), genital injury ("mutilation of fallopian tubes"), device breakage ("remnants of essure on uterine horns were observed"), embedded device ("she still has remnants of device embedded in her uterine horns"), anaemia ("chronic anemia") and complication of device removal ("she still has remnants of device embedded in her uterine horns") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menstrual periods began to be continuous, then shortened up to 15 days with hemorrhages"). In 2013, the patient experienced menstrual disorder ("menstrual alterations"). In 2014, the patient experienced hormone level abnormal ("hormonal disturbance"). In (B)(6) 2015, the patient experienced dyspepsia ("digestive problems"). In 2016, the patient experienced discomfort ("discomfort") and swelling ("swelling"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital injury (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), anaemia (seriousness criterion medically significant), complication of device removal (seriousness criterion medically significant), candida infection ("candidiasis"), ovarian cyst ("two cysts on ovaries") with adnexa uteri pain, fatigue ("continuous tiredness"), asthenia ("they cannot move due to the hemorrhage"), ovarian disorder ("damage in ovaries"), pelvic pain ("pelvic pain"), gastritis ("stomach inflammation"), headache ("strong headaches"), urticaria ("hives in all the body"), adverse reaction ("essure has caused unspecified damages"), depression ("depression") with depressed mood, musculoskeletal discomfort ("discomfort on joints"), uterine leiomyoma ("two fibroids"), infection ("infections") and pain ("pain in the whole body"). The patient was treated with surgery (essure removal) and patient is on waiting list for uterus extirpation and removal of essure remnants. Essure was removed. At the time of the report, the salpingitis, genital injury, device breakage, candida infection, ovarian cyst, menorrhagia, fatigue, asthenia, ovarian disorder, pelvic pain, gastritis, headache, urticaria, adverse reaction, depression, menstrual disorder, hormone level abnormal, dyspepsia, uterine leiomyoma, discomfort, swelling, infection and pain outcome was unknown and the embedded device, anaemia and complication of device removal had not resolved. The reporter considered adverse reaction, anaemia, asthenia, candida infection, complication of device removal, depression, device breakage, discomfort, dyspepsia, embedded device, fatigue, gastritis, genital injury, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, musculoskeletal discomfort, ovarian cyst, ovarian disorder, pain, pelvic pain, salpingitis, swelling and urticaria to be related to essure. The reporter provided no causality assessment for uterine leiomyoma with essure. The reporter commented: this case has been published in spanish digital press which mentioned the following by the female patient: "the affected denounce that social security does not inform regularly about the risks of essure before implanting it". In spain there is a procedure, but it is applied irregularly. The patient was told that essure was of 100% titanium, a metal that the body rarely rejects. The reporter commented she was presenting many symptoms but they all coincide with events such as stomach inflammation, pelvic pain and tiredness. The patient also mentioned menstrual hemorrhage for 15 days without leaving the chair because she cannot move, which can lead to a chronic anemia (symptom that the patient is presenting). An echography was performed and hormonal test but the result was perfect, she mentioned that by patient request, the physicians remove essure, they do not want to take any risk. After several medical appointments, she achieved that essure removal was determined on the clinical judgment. Now she is on waiting list for essure removal. The patient commented in another lay press report that she was one of the first women whom essure was removed, which implies a "mutilation" of fallopian tubes. It was informed she will require another surgery in order to completely remove essure, as she still has remnants of device embedded in her uterine horns. The next step will be uterus extirpation. Incomplete removal of essure on (B)(6) 2015. On (B)(6) 2015 she looked for medical advice as she was not fine, as she had a lot of digestive problems. She was informed that everything was correct and that she did not have essure remnants, and that the cause could be two fibroids. Along 2016 she continued experiencing discomfort, swelling and infections, for which another ultrasounds scan was performed, in which remnants of essure on uterine horns were observed. Patient is on waiting list for uterus extirpation and finally get rid of essure remnants. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2014: infection on one fallopian tube; on an unknown date: normal on unknown date: hormonal test: normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 10-nov-2017 for the following meddra preferred terms: salpingitis. The analysis in the global safety database revealed (B)(4) cases. Genital injury. The analysis in the global safety database revealed (B)(4) cases. Device breakage: the analysis in the global safety database revealed (B)(4) cases. Embedded device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-nov-2017: case retrieved from television report in which patient commented she had to look for assistance with a psychologist, who has transferred her to a psychiatrist, as she has experienced frustration (for not knowing what she had), she came undone (making reference to discourage). She did not want to go out with her children and partner due to pain in whole body (new event added). Patient added that essure really causes secondary effects. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of salpingitis ("infection in fallopian tubes"), genital injury ("mutilation of fallopian tubes"), device breakage ("she still has remnants of device embedded in her uterine horns"), embedded device ("she still has remnants of device embedded in her uterine horns") and anaemia ("chronic anemia") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menstrual periods began to be continuous, then shortened up to 15 days with hemorrhages"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital injury (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), anaemia (seriousness criterion medically significant), candida infection ("candidiasis"), ovarian cyst ("two cysts on ovaries") with adnexa uteri pain, fatigue ("continuous tiredness"), asthenia ("they cannot move due to the hemorrhage"), ovarian disorder ("damage in ovaries"), pelvic pain ("pelvic pain"), gastritis ("stomach inflammation") and headache ("strong headaches"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the salpingitis, genital injury, candida infection, ovarian cyst, menorrhagia, fatigue, asthenia, ovarian disorder, pelvic pain, gastritis and headache outcome was unknown and the device breakage, embedded device and anaemia had not resolved. The reporter considered anaemia, asthenia, candida infection, device breakage, embedded device, fatigue, gastritis, genital injury, headache, menorrhagia, ovarian cyst, ovarian disorder, pelvic pain and salpingitis to be related to essure. The reporter commented: this case has been published in spanish digital press which mentioned the following by the female patient: "the affected denounce that social security does not inform regularly about the risks of essure before implanting it". In (B)(6) there is a procedure, but it is applied irregularly. The patient was told that essure was of 100% titanium, a metal that the body rarely rejects. The reporter commented she was presenting many symptoms but they all coincide with events such as stomach inflammation, pelvic pain and tiredness. The patient also mentioned menstrual hemorrhage for 15 days without leaving the chair because she cannot move, which can lead to a chronic anemia (symptom that the patient is presenting). An echography was performed and hormonal test but the result was perfect, she mentioned that by patient request, the physicians remove essure, they do not want to take any risk. After several medical appointments, she achieved that essure removal was determined on the clinical judgment. Now she is on waiting list for essure removal. The patient commented in another lay press report that she was one of the first women whom essure was removed, which implies a "mutilation" of fallopian tubes. It was informed she will require another surgery in order to completely remove essure, as she still has remnants of device embedded in her uterine horns. The next step will be uterus extirpation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: normal. On unknown date: hormonal test: normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: salpingitis: the analysis in the global safety database revealed 60 cases. Genital injury: the analysis in the global safety database revealed 11 cases. Device breakage: the analysis in the global safety database revealed 1677 cases. Embedded device: the analysis in the global safety database revealed 360 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-aug-2017: after internal review, case re-opened to tick malfunction and product problem fields. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.